Manufacturer narrative:
This 3500a supplemental is being submitted as notification that it was clarified on february 4, 2016 that the product was delivered for this event to the bwi failure analysis lab for evaluation. The investigational analysis has been completed. (B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with two smart touch bidirectional catheters. Initially, the temperature of the first smart touch bidirectional catheter (lot#: 17312253m) was not displayed so that the ablation could not be conducted at the right pulmonary vein after finishing the left pulmonary vein. The cable was re-connected and changed but the issue continued. The issue was resolved by changing to the second smart touch bidirectional catheter (lot#: 17276003m). After, the patient¿s blood pressure dropped. A cardiac tamponade was confirmed by the echocardiograph and a pericardiocentesis was performed. The patient was reported to be in stable condition at the time the complaint was reported. There is no information about the hospitalization. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17276003m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with two smart touch bidirectional catheters and suffered a cardiac tamponade which required a pericardiocentesis. The patient's medical history was unknown. Initially, the temperature of the first smart touch bidirectional catheter (lot#: 17312253m) was not displayed so that the ablation could not be conducted at the right pulmonary vein after finishing the left pulmonary vein. The cable was re-connected and changed but the issue continued. The issue was resolved by changing to the second smart touch bidirectional catheter (lot#: 17276003m).this temperature issue is not indicative of a reportable issue. After, the patient's blood pressure dropped. A cardiac tamponade was confirmed by the echocardiograph and a pericardiocentesis was performed. The patient was reported to be in stable condition at the time the complaint was reported. There is no information about the hospitalization. A transseptal puncture had been performed. There was no information provided on the needle and sheath that were used. There was also no information provided if there was any anticoagulation received during the procedure. There was no error message observed on the biosense webster equipment during the procedure. The physician's opinion on the causality of the adverse event was that it was procedure related. The physician commented that the cause of the event might have occurred due to contacting too strong at the right pulmonary vein with the second catheter. Since the two smart touch bidirectional catheters were used during the procedure, biosense webster is taking a conservative approach and reporting this event under both the smart touch unidirectional catheter's.